Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call "the" they experienced high blood glucose. The customer¿s blood glucose level was 424 mg/dl and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 55 mg/dl and the sensor glucose was 39 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 39 mg/dl and threshold/low suspend limit in sensor settings was 424 mg/dl. Glucose value associated with the triggered suspend event 80 mg/dl .the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned and insulin pump will not be returned for analysis.